Event description:
Aventis case ID: (B)(4). Initial report received on 29-jan-2009 from a consumer for himself and on 17-feb-2009 from a physician processed together. A (B)(6) male pt experienced inflammatory granuloma and nodules in cluster on both cheeks after receiving poly-l-lactic acid (newfill). A relevant history of (B)(6) and hypertension was reported. His concomitant drugs included (B)(6) po 245 mg daily, (B)(6) po 600 mg daily, (B)(6) capsules daily for (B)(6) for 2006 and irbesartan po with no mention of exact dose for hypertension for (B)(6) 2008. On an unspecified date, from (B)(6) 2007, he had received several courses of injections of poly-l-lactic acid ind 150mg per cheek (batch number unspecified). On an unspecified date in (B)(6) 2007, he experienced inflammatory granuloma on the right cheek. Since (B)(6) 2008, he experienced nodules in cluster on cheeks. Four to 5 shallow nodules, one of them 1cm diameter, on the right cheek, 3 to 4 deeper nodules of 7 to 8 mm diameter on the left cheek was reported. At the time of this report, the outcome was ongoing. No further info was provided. Further info had been requested. Ptc number (B)(4). Follow-up info received by phone on 17-mar-2009. The pt received a corrective treatment with dermocorticosteroids nos with lack of efficacy (dates not provided). At the date of the contact, a continuation of the corrective treatment with corticosteroids by local IV route or per os was discussed. No further info was provided.